Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 78 year old male for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty. The physician had decided not to place forward tension sututes despite recommendation. A figure 8 stitch had been applied along with a femstop. Post-procedure, upon arrival to the intensive care unit, bleeding was noted from the groin site. The dressing was removed and site cleaned. The pump was repositioned for angle matching, which achieved hemostasis. On day 3 of support, the device was explanted successfully. This event is conservatively reported as bleeding prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d3(manufacturer fax); d4(serial); e4. The cause of the bleeding issue was most likely use related due to the physician decided not to place forward tension sutures despite recommendation, and bleeding site cleaned, pump was repositioned for angle matching and hemostasis achieved.